Manufacturer narrative:
(B)(4). Physio-control evaluated the electronic patient records (code-stat file) that were downloaded from the device and performed a clinical review. The code-stat file indicates that the ECG rhythm was ventricular tachycardia (vt) prior to the device running out of memory at 01:16:41.  When the device runs out of memory, the ECG rhythm is not available for review in the code-stat record. The healthcare provider on scene indicated that the reported device issue likely did not contribute to the patient's outcome. Physio evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock and powered off by itself when it was used on a patient. A back-up device was used to continue treatment and the delay in treatment was short. The patient reportedly had ventricular tachycardia (vt) and did receive defibrillation shocks with the initial device, as well as with the back-up device. The patient expired, but according the healthcare provider on scene, the reported device issue did not contribute to the patient's outcome.

Manufacturer narrative:
Date of event of the initial medwatch report indicates (B)(6) 2018. Date of event of the initial medwatch report should indicate (B)(6) 2017.